Event description:
During a procedure using the reamer/irrigator/aspirator system for bone graft and the drive shaft and reamer broke in the femoral canal of the patient. The surgeon removed the parts from the canal. The surgeon did not have another drive shaft and reamer. The surgeon then used allograft instead of autograft to complete the procedure. The procedure was delayed for approximately ten minutes to remove the reamer from the patient. The surgeon reported the patient is doing alright. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.